Event description:
It was reported that the customer's device was not beeping. Self-test was performed. The audible tone could not be heard.

Manufacturer narrative:
Device was received with no audible tones due to broken transducer wire.